Manufacturer narrative:
Investigation: our quality engineer inspected the sample and video provided. Bd received one used insyte autoguard 22ga catheter/adapter assembly from material number 381523, lot number 6064784. The unit was attached to an extension set with a needless connector. One video was submitted for review, which displayed a hand holding and rotating the catheter/adapter that was attached to an extension set with a needless connector. Through the investigation of the sample, the tip of the needle was broken off inside of the catheter tubing at the tip. The needle tip was removed from the catheter tubing. The needle tip was broken off in the middle of the notch. The evaluation of the video displayed the needle tip was broken off inside of the catheter tubing tip. Based on the evaluation of the returned sample and video, the defect reported of the needle breaking was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that during use on mannequin the catheter separated from hub and remained in mannequin with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter: during IV catheter insertion on the manikin, it looks like the needle broke, leaving the tip of the needle in the catheter, inserted into the ¿patient¿. The student inserting the catheter said she did not hit anything hard while inserting the IV. However, this is the first time I¿ve ever seen this happen. The IV¿s are expired (2/19), regardless.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use on mannequin the catheter separated from hub and remained in mannequin with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter: during IV catheter insertion on the manikin, it looks like the needle broke, leaving the tip of the needle in the catheter, inserted into the ¿patient¿. The student inserting the catheter said she did not hit anything hard while inserting the IV. However, this is the first time I¿ve ever seen this happen. The IV¿s are expired (2/19), regardless.